Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was approaching end of life. Surgical intervention may be undertaken to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention happened on (B)(6) 2022 wherein the ipg was explanted and replaced. Therapy was restored postoperatively.